Manufacturer narrative:
Refer to the attached analysis report.

Event description:
Reportedly, during a scheduled follow up performed on (B)(6) 2014, the battery voltage was at 2.7v. No shock therapies were delivered by this device (atp only). The programmed parameters were as followed: atrium: 18% pacing (6.0v 1.0ms) and ventricle: 2% pacing (3.5v 0.35ms). It was reported also that on (B)(6) 2013, during a planned follow-up, the battery voltage was at 3.0v. The physician suspected a battery premature discharge and he decided to replace this device that will be returned for analysis.

Event description:
Reportedly, during a scheduled follow up performed on (B)(6) 2014, the battery voltage was at 2.7v. No shock therapies were delivered by this device (atp only). The programmed parameters were as followed: atrium: 18% pacing (6.0v 1.0ms) and ventricle: 2% pacing (3.5v 0.35ms). It was reported also that on (B)(6) 2013, during a planned follow-up, the battery voltage was at 3.0v. The physician suspected a battery premature discharge and he decided to replace this device that will be returned for analysis.

Manufacturer narrative:
Visual inspection, mechanical checks and electrical checks have been performed on the returned ICD and have confirmed proper operation of the device. However, the rapid decrease of the battery voltage observed between (B)(6) 2013 is not completely explained at this point, and has to be investigated further.

Event description:
Reportedly, during a scheduled follow up performed on (B)(6) 2014, the battery voltage was at 2.7v. No shock therapies were delivered by this device (atp only). The programmed parameters were as followed: atrium: 18% pacing (6.0v 1.0ms) and ventricle: 2% pacing (3.5v 0.35ms). It was reported also that on (B)(6) 2013, during a planned follow-up, the battery voltage was at 3.0v. The physician suspected a battery premature discharge and he decided to replace this device that will be returned for analysis.